Event description:
The customer called to report a button error alarm during normal use. Troubleshooting was performed. The customer stated that the buttons were not pressed for more than three mins. The customer did mention that there was water inside the reservoir compartment because the insulin pump was submerged in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the button error alarm due to the blank display.